Event description:
It was reported that pump had broken plastic around usb port, and later distributor noted that plate at port was no longer held in place by screw even though pump still powered on, charged, and was recognized by computer. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.